Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms have occurred during bolus delivery. At times, the customer is able to clear the alarms and resume insulin delivery and other times, the customer must change out all supplies. There was no impact to the customer's blood glucose level. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.